Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise and baseline shifting. There were also three untreated events due to noise. It was noted that some of the noise appear consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. The initial troubleshooting to try to recreate the noise only resulted in recreation of myopotential noise. The patient was hospitalized, and therapy was programmed off. An x-ray was taken which did not show any electrode issues. Technical services (ts) was consulted and suggested additional troubleshooting steps. Subsequently the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise and baseline shifting. There were also three untreated events due to noise. It was noted that some of the noise appear consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. The initial troubleshooting to try to recreate the noise only resulted in recreation of myopotential noise. The patient was hospitalized, and therapy was programmed off. An x-ray was taken which did not show any electrode issues. Technical services (ts) was consulted and suggested additional troubleshooting steps. Subsequently the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system.